Event description:
It was reported that the customer experienced difficulties keeping the pump charged. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.